Manufacturer narrative:
The investigation is ongoing. The results will be provided upon the conclusion of the investigation. D4: UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Two personal support workers (psws) were assisting a resident with a transfer using a maxi sky 2 lift equipped with a two-hook flat spreader bar and clip sling. During the setup, with no weight applied to the spreader bar, one of the psws lifted the handle to adjust its position. As the spreader bar reached a certain angle, it unexpectedly detached from the strap. This caused the spreader bar to fall and strike the resident on the crown of the head, resulting in bruising.

Manufacturer narrative:
The inspection of the arjo maxi sky 2 lift was conducted after the event. The inspection did not reveal any mechanical failure or defect in the device itself. Further investigation, including video analysis attached to the complaint record, demonstrated that the detachment could be recreated under specific conditions- when the pivoting pin of the spreader bar was tilted during attachment. This finding was confirmed in consultation with the manufacturer. According to the manufacturer¿s analysis, the pivoting part of the spreader bar is designed to be positioned vertically- perpendicular to the rest of the bar- to ensure secure attachment. In this case, the pivoting pin was tilted, which compromised the integrity of the connection and led to the detachment when the bar was lifted. The instructions for use (IFU 001-15698-en) for the maxi sky 2 provide guidance on how to properly attach the spreader bar. The IFU includes visual and written instructions stating that the spreader bar must be aligned and rotated into position, and that the quick-connect latch must be closed before operating the lift. It also warns that the spreader bar and scale must only be installed by trained personnel, and that before every use, the hook must be secured and the latch closed to prevent patient falls. The root cause of the incident was identified as incorrect alignment of the pivoting pin during setup, which led to insecure attachment and subsequent detachment of the spreader bar. Several contributing factors were also noted. First, the resident¿s fetal posture may have complicated the setup process, leading to awkward angles or rushed adjustments. Second, the absence of weight on the spreader bar during setup allowed it to pivot more freely, increasing the risk of detachment. To sum up, the arjo device met the manufacturer's specifications at the time of the event and was being used to transfer a patient when the incident occurred. The complaint was deemed reportable due to the detachment of the spreader bar, which struck the caregiver and caused a minor injury.

Event description:
During a resident transfer using the maxi sky 2 lift, equipped with a two-hook flat spreader bar and clip sling, an incident occurred in which the spreader bar unexpectedly detached and struck the resident on the crown of the head, resulting in bruising. Two personal support workers (psws) were assisting the resident, who naturally assumes a fetal position-this posture may have influenced body positioning during the setup process. At the time of the incident, no weight had yet been applied to the spreader bar. One of the psws lifted the handle to adjust its position, and as the spreader bar reached a certain angle (tilted), it detached from the strap and fell.

Manufacturer narrative:
The process of gathering information is still ongoing. The results of the analysis will be provided in the next report.